Manufacturer narrative:
Additional information: further information was requested but not received.

Event description:
Additional information received indicated the event was resolved by replacing the lead. There were no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. A rv lead revision procedure is anticipated. The patient was stable and will continued to be monitored.